Event description:
The patient lost stimulation sensation when she bent over to pick up some papers. The device was in a power on reset condition. The call your doctor icon was seen on the patient programmer. The diagnostic code accompanying icon was unknown. The patient was walked through a physician mode reset over the phone. The neurostimulator battery was 75% full and recharging was initiated. The patient as seen in clinic. The diagnostic identifier and reason for the power on reset was not confirmed. The hcp reset the time of neurostimulator. It was also reported that the patient never had therapeutic effect in her lower back. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.